Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("puncture of left ovaries"), device dislocation ("left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition/migration of essure device location of device: tubal cornu/failure to occlude fallopian tube") and embedded device ("two white-metal spiral wire devices are identified embedded in the bilateral") in an adult female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal bloating, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), rash ("rash"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), weight decreased ("weight loss") and anxiety ("mental anguish"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device), surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device) . Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device dislocation, embedded device, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, rash, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: unilateral occlusion (left tube occluded). (B)(6) 2015 : urine pregnancy: negative. (B)(6) 2015: CT abdomen and pelvis w/contrast: impression: normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain. (B)(6) 2017: surgical pathology report: final diagnosis: contraceptive noted (essure). Gross description: the endometrium is tan, lush, and averages 0.4 cm in thickness. Two white-metal spiral wire devices are identified embedded in the bilateral cornu, which average 11 x 0.1 x 0.1 cm. There is a 0.4 cm, white nodule identified intramurally 2. Left essure device does not appear to be in satisfactory position 3. Left ovarian corpus luteum noted. 4. Prior cholecystectomy bilateral essure tubal occlusion devices. The right essure device appears to be in the appropriate position while the left essure device does not extend through the uterine cornua as expected. There is a left ovarian corpus luteum. (B)(6) 2016, bilateral mammography revealed mammographically stable and benign findings. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received: event added are as follows- infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: mental anguish, rashes or skin conditions type: rash, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, abdominal pain, abnormal bleeding (vaginal, menorrhagia). Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("puncture of left ovaries"), device dislocation ("left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition") and embedded device ("two white-metal spiral wire devices are identified embedded in the bilateral") in an adult female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal bloating, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device), surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device) and surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device dislocation, embedded device, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased and weight increased outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, bladder disorder, device dislocation, headache, migraine, nausea, ovarian perforation, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure was successfully occluded on right side (B)(6) 2015 : urine pregnancy: negative. (B)(6) 2015: CT abdomen and pelvis w/contrast: impression: normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain. (B)(6) 2017: surgical pathology report: final diagnosis: contraceptive noted (essure). Gross description: the endometrium is tan, lush, and averages 0.4 cm in thickness. Two white-metal spiral wire devices are identified embedded in the bilateral cornu, which average 11 x 0.1 x 0.1 cm. There is a 0.4 cm, white nodule identified intramurally 2. Left essure device does not appear to be in satisfactory position 3. Left ovarian corpus luteum noted. 4. Prior cholecystectomy bilateral essure tubal occlusion devices. The right essure device appears to be in the appropriate position while the left essure device does not extend through the uterine cornua as expected. There is a left ovarian corpus luteum. (B)(6) 2016, bilateral mammography revealed mammographically stable and benign findings. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("puncture of left ovaries"), device dislocation ("left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition/migration of essure device location of device: tubal cornu/failure to occlude fallopian tube") and embedded device ("two white-metal spiral wire devices are identified embedded in the bilateral") in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal bloating, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("mental anguish"), rash ("rash"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and depression ("psychological or psychiatric problems condition: depression.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device dislocation, embedded device, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, rash, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Computerised tomogram pelvis - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Mammogram - on (B)(6) 2016: mammographically stable and benign findings. Pathology test - on (B)(6) 2017: contraceptive noted (essure).. Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received event " depression" was added. Concomitant drug were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('puncture of left ovaries'), device dislocation ('left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition/migration of essure device location of device: tubal cornu/failure to occlude fallopian tube') and embedded device ('two white-metal spiral wire devices are identified embedded in the bilateral') in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal bloating, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), anxiety ("mental anguish"), rash ("rash"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and depression ("psychological or psychiatric problems condition: depression.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss") and post procedural complication ("post procedural complication") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, embedded device, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased, weight increased, vaginal haemorrhage, anxiety, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain and post procedural complication outcome was unknown and the device dislocation, pelvic pain, menorrhagia, urinary tract infection and rash had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, post procedural complication, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Patient received treatment for: pelvic pain, menorrhagia, rash, migration and uti diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Computerised tomogram pelvis - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Mammogram - on (B)(6) 2016: mammographically stable and benign findings. Pathology test - on (B)(6) 2017: contraceptive noted (essure). Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Outcome for the device dislocation, menorrhagia, rash and uti were updated form unknown to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('puncture of left ovaries'), device dislocation ('left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition/migration of essure device location of device: tubal cornu/failure to occlude fallopian tube') and embedded device ('two white-metal spiral wire devices are identified embedded in the bilateral') in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal bloating, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), anxiety ("mental anguish"), rash ("rash"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and depression ("psychological or psychiatric problems condition: depression.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), cystitis ("bladder or urinary problems or changes - cystitis"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), post procedural complication ("post procedural complication"), hypersensitivity ("allergic reaction") and vaginal infection ("vaginal infection ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, embedded device, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased, weight increased, anxiety, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and post procedural complication outcome was unknown and the device dislocation, pelvic pain, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, vaginal discharge, hypersensitivity and vaginal infection had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, post procedural complication, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Patient received treatment for: pelvic pain, menorrhagia, rash, migration and uti, bleeding, allergic reaction diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Computerised tomogram pelvis - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Mammogram - on (B)(6) 2016: mammographically stable and benign findings. Pathology test - on (B)(6) 2017: contraceptive noted (essure).. Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event allergic reaction added. Event outcome for bleeding, bladder/urinary problem, changed to recovered. Bladder disorder event updated to bladder infection , vaginal infection added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('puncture of left ovaries'), device dislocation ('left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition/migration of essure device location of device: tubal cornu/failure to occlude fallopian tube') and embedded device ('two white-metal spiral wire devices are identified embedded in the bilateral') in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal bloating, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), anxiety ("mental anguish"), rash ("rash"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and depression ("psychological or psychiatric problems condition: depression.") And was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 11 months 12 days after insertion of essure. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), cystitis ("bladder or urinary problems or changes - cystitis"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), post procedural complication ("post procedural complication"), hypersensitivity ("allergic reaction") and vaginal infection ("vaginal infection ") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, embedded device, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased, weight increased, anxiety, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and post procedural complication outcome was unknown and the device dislocation, pelvic pain, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, vaginal discharge, hypersensitivity and vaginal infection had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, post procedural complication, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Patient received treatment for: pelvic pain, menorrhagia, rash, migration and uti, bleeding, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Computerised tomogram pelvis - on (B)(6) 2015: : normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain.. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded). Mammogram - on (B)(6) 2016: mammographically stable and benign findings. Pathology test - on (B)(6) 2017: contraceptive noted (essure).. Pregnancy test urine - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("puncture of left ovaries") and device dislocation ("left essure not appropriately positioned/migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a hysterectomy from endometriosis due to complications from the essure device) and surgery (underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed. At the time of the report, the ovarian perforation and device dislocation outcome was unknown and the pelvic pain had not resolved. The reporter considered device dislocation, ovarian perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure was successfully occluded on right side incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("puncture of left ovaries"), device dislocation ("left essure not appropriately positioned/migration/ left essure not correctly positioned/left coil was wrong/migration of essure device; malposition") and embedded device ("two white-metal spiral wire devices are identified embedded in the bilateral") in an adult female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal bleeding and abortion. Concurrent conditions included dysuria, abdominal distension, vaginal discharge, pelvic discomfort, headache, overweight, upper respiratory infection, shoulder pain, menorrhagia, adenomyosis, nicotine dependence, rash and overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (patient underwent a hysterectomy from endometriosis due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the ovarian perforation, device dislocation, embedded device, bladder disorder, urinary tract disorder, alopecia, migraine, headache, nausea, weight decreased and weight increased outcome was unknown and the pelvic pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, bladder disorder, device dislocation, headache, migraine, nausea, ovarian perforation, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: per mr: the outer coil was deployed, the delivery wire was retracted and 2 coils were noted to be trailing in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram on (B)(6) 2015: essure was successfully occluded on right side (B)(6) 2015 : urine pregnancy: negative. (B)(6) 2015: CT abdomen and pelvis w/contrast: impression: normal appendix. No explanation is elucidated for the patient's right lower quadrant abdominal pain. (B)(6) 2017: surgical pathology report: final diagnosis: contraceptive noted (essure). Gross description: the endometrium is tan, lush, and averages 0.4 cm in thickness. Two white-metal spiral wire devices are identified embedded in the bilateral cornu, which average 11 x 0.1 x 0.1 cm. There is a 0.4 cm, white nodule identified intramurally 2. Left essure device does not appear to be in satisfactory position 3. Left ovarian corpus luteum noted. 4. Prior cholecystectomy bilateral essure tubal occlusion devices. The right essure device appears to be in the appropriate position while the left essure device does not extend through the uterine cornua as expected. There is a left ovarian corpus luteum. (B)(6) 2016, bilateral mammography revealed mammographically stable and benign findings. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia and embedded device." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: the reporter information was updated. This case concerns adult patient. Her demographic details were updated. Her concurrent conditions were added. Lab data was added. Essure indication was amended. Essure lot number was added. Essure removal date was added. Following events: bladder or urinary problems or changes, hair loss, migraines, headaches, headaches, weight loss and weight gain were added. She had recovered for event: pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.